Event description:
It was reported that a network switch went down, due to a failure of the ups (uninterruptible power supply) during a power outage, resulting in a loss of monitoring for telemetry patients. No adverse pt outcome was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.